Event description:
The customer reported that the sys displayed no images on the monitor. No pt injury reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep repaired the contacts on the video control printed circuit board and on x-ray indicator light. The sys was tested and found to be working as intended and put back in svc.